Event description:
It was reported that the device motor felt over heated. No significant delay or patient injury reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the exterior of product and bent pins were observed on the cord connector and the red dot on connector was faded. There was a relationship found between the returned device and the reported incident. The cord connector had bent pins so the power cord was replaced with a known good power cord and functional testing was initiated. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor/gearbox assembly was removed from the housing and the gearbox was removed from the motor. The gearbox was found to be jammed. The complaint was confirmed and the root cause has been determined to be corrosion of the motor and gearbox assembly. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.